Manufacturer narrative:
Vyaire medical file identification:(B)(4). The customer was informed by the distributor in time on how to use the alternative flow sensor in combination with the bellavista ventilator. As per the distributor, they did train the end users on the differences from the iflow sensors. Training records were also available. The customer confirmed that despite the training the distributor gave them, handling is frequently causing uncertainties with the end users. No root cause has been determined yet since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they needed to use spiroquant h flow sensors instead of vyaire flow sensors for bellavista 1000e unit which were not available due to the patent dispute with hamilton. The usage/calibration of the spiroquanty h deviates considerably from the vyaire sensor. There is no further description in the bellavista user manual nor in the instruction for use of the spiroquant h sensor. This led to uncertainty of the user and to a delay of treatment of the patient. No harm is associated with the incident.